Event description:
It was reported that the user experienced severe hyperglycemia after discontinuing all insulin on their own and subsequently resumed ilet pump use without a reset, after which insulin needs were high and the user developed edema in the arms and legs; the pump was then discontinued and swelling reduced, and the provider advised hospital evaluation due to inability to safely lower glucose in the outpatient setting. Symptoms included insufficient clinical information. Outcomes included insufficient information about the impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and a usage problem identified, characterized as improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial